Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a correct lot number, no further investigation can be conducted. Root cause: insufficient information; unable to determine. Source: email.

Event description:
Reported multiple false positive sars results on sofia flu+sars. The number of false positives received is unknown. The customer communicated the result was confirmed by another rapid antigen assay.